Manufacturer narrative:
The company representative examined the system and replaced the footswitch interface pcb (printed circuit board) assembly and the footswitch cable. The system was then tested and met prior specifications. The customer also ordered a replacement footswitch. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, the footswitch was not recognized. The console was exchanged and the case was completed w/o harm to the patient. Additional information has been requested.